Event description:
Customer complete the first vein of treatment and tried to advance into a second vein. They received resistance and tried to use an .018 guide wire but was not able to advance the guide wire thru the catheter nor was the physician able to flush the catheter. Physician was not able to place the catheter in the ideal spot that he wanted for treatment. Additional information received noted that they left the catheter in the spot where advancement was stopped. The gsv was the first vessel treated and second target was the aagsv. The physician wanted to use a guidewire but was not able to at that point. Investigation was performed on (B)(6) 2015, and found the guidewire lumen was occluded after having successfully treating the first vein.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted. (B)(4).